Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 8800 system had a generator error during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.